Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that for one hand piece for battery powered driver the button would stick / continually run and one hand piece for battery powered driver would not stop running. The devices did not malfunction in the operating room and there was not any patient involvement. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Service/ maintenance review - eval the investigation of the complaint articles has shown that: service history review: part no: 05.000.008, serial/lot no: 005456/003460, a service history of the past three years has been reviewed. The item was previously returned for service on 19-aug-2014 due to motor failure. The customer called in a service request for this item on 18-sep-2015 and reported that the device is inoperable-runs continuously. The previous service condition of motor failure is relevant to the current complained issue of the device is inoperable-runs continuously. The manufacture date of this item is 10-jun-2010. The source of the manufacture date is the release to warehouse date. The service history evaluation is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service and repair evaluation was completed: the customer reported the device was running continuously. The repair technician reported the membrane vent was damaged and the device ran slow in all speeds. Motor failure is the reason for repair. The cause of the issue is unknown. The following parts were replaced: membrane vent, circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed synthes final inspection and returned to the customer. The evaluation was confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.